Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed 3 motor errors over the last 6 months and recently received a failed self test alarm and lost sensor alarm. The customer's blood glucose reading was 134 mg/dl. Troubleshooting found that the drive support cap was normal and the displacement test passed. However, due to the failed self test alarm, the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed the unexpected restart test as well as all functional tests. No motor error alarms were noted during bolus/basal delivery. The motor was tested outside of the device and it passed. The pump gave a rf pic failed test during the self test and a lost sensor alarm due to a faulty component at the radio frequency board. All operating currents were within specification. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked display window.